Manufacturer narrative:
(B)(4). Additional information: this report was received via the baxter patient support program (patients retention program (B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and extraneal /physioneal therapies were ongoing. No additional information is available.